Event description:
Information received by medtronic indicated that the inpen was leaking. The customer states its was just leaking out the side and cartridge holder was broken. No harm requiring medical intervention was reported. The inpen was returned for analysis.

Manufacturer narrative:
Serial number: (B)(4), software version: 3.8.5, color: grey, battery life remaining: <12 months. Customer reports: the inpen is leaking. Caller states its just leaking out the side. . Per visual inspection: cracked insulin cartridge, dry insulin traces and strong insulin odor. No physical damage to cartridge holder noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Re-wound screw. No drag was observed, the screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. In conclusion: inpen received was received with a cracked insulin cartridge installed and dry insulin traces at cartridge holder. The customer complaint of damage to cartridge holder is not confirmed. However, evidence of insulin leakage was confirmed.